Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the side bail covers, side bails and two case screws were missing and the ring bail was bent. (B)(4).

Event description:
It was reported that the external pulse generator had no lower display. The generator was returned for service. No patient complications have been reported as a result of this event.